Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: choice pt; confianza. Guide cath: cordis 8f. Stent: 3.0 x 18 mm xience v, 5.0 x 60 mm xact. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Return of the otw trek catheter used in the procedure may have aided in the investigation. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It was reported the trek was inflated to 23 atmospheres, which is above the rbp. It should be noted the otw trek instructions for use (IFU) states: balloon pressure should not exceed the rbp. Use of a pressure-monitoring device is recommended to prevent over pressurization. It is likely that the over inflation of the balloon resulted in the balloon rupturing. All balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp.

Event description:
It was reported that the procedure was to treat a saphenous vein graft to the right coronary artery, which was heavily calcified. Pre-dilatation was performed with a 2.0 x 20 mm mini trek. After implanting a 3.0 x 18 mm xience v stent and a 5.0 x 60 mm xact stent, the 3.5 x 20 mm otw trek was being used to dilate the 3 mm gap between the stents. The catheter was pressurized to 16 atmospheres (atm), then higher and higher, up to 23 atm, at which time the balloon ruptured. This occurred at the end of the procedure and the catheter was easily removed. There was no adverse patient sequela and the outcome was good. No additional information was provided.